Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient was admitted in the hospital to undergo a total laparoscopic hysterectomy. While beginning to close the vaginal cuff using the endo stitch device through the 12mm umbilical port, on the first stitch there was a premature separation of the endo stitch needle from the suture with the needle retained in the posterior vaginal cuff. Radiology came in with the c-arm and the needle was identified. A 4 to 5 mm section of the vaginal cuff from vaginal approach and sent to pathology. An x-ray was taken and the needle was no longer visible after its removal. The vaginal cuff and a peritoneum were then reapproximated from the vaginal approach using sequential figure of eight stitches.